Manufacturer narrative:
Batch review performed on 11 december 2018: lot 162164: (B)(4) items manufactured and released on 28 june 2016. Expiration date: 2021-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: seven months after primary cemented tka the patient developed joint instability and the tibial insert was replaced to a thicker one. This is normally caused by secondary ligament laxity and should not be regarded as an implant failure.

Event description:
The patient came in, 6 months and half after primary, due to instability. The surgeon revised the 12mm poly and replaced it with a 20mm poly successfully.